Event description:
It was reported that the right ventricular lead was oversensing, had noise which activated the lead integrity alert [lia] and had a decrease in impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. It was noted there was a patient alert for lead failure predictor on (B)(6) 2012. There were two ventricular nonsustained tachycardia episodes less than or equal to 190 ms on (B)(6) 2012. The ventricular short interval count was 87.9 counts on average per day between (B)(6) 2012.